Event description:
Law anterior resection / j-pouch. Reportedly, after the end sealing tone was heard the tissue was cut but, a small amount of bleeding occurred. A number of trials were made, but another instrument had to be used to seal the tissue. Amount of bleeding due to this incident was less than 200cc. The pt has no previous history. The pt is in good condition.